Event description:
Was having an us guided core biopsy of right breast. Procedure was completed with 2 passes/samples through the lesion and deployment of the biopsy clip marker. Sample clip was retrieved from the biopsy device and no tissue was present.it was stated that the rep did an update on the driver. The department did not keep the information so it is very limited.what was the original intended procedure?us guided breast biopsy.